Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the line was placed (B)(6) 2018. It was secured with a securacath, and then the line snapped. The PICC was replaced. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC (in two segments), and a securacath catheter securement device. The sample contained usage residue throughout the device and the catheter was confirmed to contain a complete break between the 46cm-47cm depth markings (1.3cm from the strain relief). Microscopic examination of the break site showed that the fracture surface was rough, granular, and topographically complex. Abrasion damage in the form of wear and scratches were seen near the fracture surface of the proximal segment. Tactile evaluation showed that the catheter tubing adjacent to the fracture surface, on both the proximal and distal segments, contained extreme tensile strength loss. The observed fracture features were characteristic of a tensile break. It appeared that the catheter was pulled to the point of failure and the abrasion damage seen on near the catheter was indicative of wear against an object, potentially the securacath device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the line was placed (B)(6) 2018. It was secured with a securacath, and then the line snapped. The PICC was replaced. No patient injury reported.